Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had severed cables at the tip, making impossible to use it. There were no delays. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.